Event description:
Revision surgery - due to a cement and bone interface issue, not a product failure.

Manufacturer narrative:
The reason for this revision surgery was to improve knee function due to cement and bone interface issues after 10.5 years in-vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed this is the first complaint against a part from this lot. This event is deemed to be non-product related. A definitive root cause was not reported. There is no indications of a product or process issue affecting implant safety or effectiveness.